Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. On approximately (B)(6) 2010, patient underwent corrective surgery to address her complications. This revisionary surgery did not, however, address the patient's problems. Even after her 2010 surgery, patient experienced what was described as debilitating abdominal and pelvic pain, as well as a recurrence of her symptoms. All other information, including the patient's current condition, is unknown and reportedly unavailable.